Event description:
It was reported that a progav shuntsystem (#fv434-t) was to be implanted. According to the complainant, the control reservoir did not rebound during the implantation process. No apparent patient harm occured.

Manufacturer narrative:
Visual inspection: during the investigation, visible punctures in the membrane and dried deposits inside the control reservoir were determined. Permeability test: a permeability test has shown that all components are permeable. Result: based on our investigation results, we can determine visible dried deposits in the inside of the control reservoir. Furthermore, it was possible to flush and pump the membrane of the reservoir completely. The deposits had no effect upon the specifications at the time of the examination. However, all components of the shuntsystem were permeable and the progav could be adjusted to all pressure levels. The examination of the return has been completed with the drafting of this report.